Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. There was no report of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) verified error codes in memory that supports the customer's claim. The cse inspected the device and replaced the analog interface pcb. The unit passed extended self testing.